Event description:
During the evaluation of the capio access suture capturing device in 2008, it was observed that the device had a fractured carrier. This was not indicated by the complainant when the initial event description was provided to boston scientific. It was reported that three months prior, the device did not capture the needle during an unknown suture procedure. Follow-up information obtained from the complainant approx two months prior to original month, indicated that the procedure was completed with another capio open access suture capturing device; there were no complication for the patient and the patient's condition was normal.

Manufacturer narrative:
The most probable cause of failure has been attributed to "operational context". This is based on the analysis of the device, which reveals the carrier head fractured. Sem (scan electron microscope) analysis of the fracture, which is a secondary analysis finding, determined that the fracture occurred as a result of "a side impact and or bending overload moment". The carrier head being fractured would not have allowed the device to catch the needle during the procedure. All evidence suggests that at some time during the procedure, the carrier head encountered a side impact or bending overload during use that caused the final fracture of the carrier head. The customer did not allege having noted this condition prior to use. Device history record review reveals no anomalies related to the complaint. Lot met all specifications relevant to complaint upon lot release.